Event description:
It was reported that the patient underwent and initial left reverse total shoulder arthroplasty and left biceps tenodesis due to left rotator cuff arthropathy and biceps tear. Subsequently, the patient was revised approximately seven (7) weeks later due to disassociation of implants. Patient denies any traumatic event that caused the implants to disassociate.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Medical product: item #:110030777, cr 40mm glenosphere +3mm cocr; lot#: 64492576. Item#: 00434904003, poly liner plus 3 mm offset 40 mm diameter; lot#: 64841045. Previously reported under MFR report number 0001822565-2021-03659. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by hospital. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision on (B)(6) 2021 noted disassociation of the glenoid with no associated trauma. No signs of wear noted on the liner. Glenosphere was grossly loose. Baseplate normal with screws intact, no loosening. No significant humeral findings. Glenosphere replaced without complication. Radiographs were provided but not sent for review as the op notes dictate the revision. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.